Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A functional leak test was performed with a syringe and the device worked as expected. Based upon this ,the reported complaint could not be confirmed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro short port would not hold pressure. The problem was with the co2 insufflation valve. They disconnected and reconnected it, then changed the short port seal and got it to work. The procedure was completed with the same device. There were no pt effects reported. The device is returning.